Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no. : (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. Evaluation confirmed the reported symptom of air in line message through the history log. The upstream sensor was replaced to correct this condition.